Event description:
It was reported in a service report that the brakes would not set. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: brake cam had to be replaced.